Manufacturer narrative:
(B)(6). The device was received for evaluation without the pouch. The customer reported ¿organizer cracked¿. Based on the sample evaluation, there was no damage on the organizer, however, the cassette was found to be damaged. A visual inspection noted a crack at the side of the welded cassette. An underwater pressure test was performed which revealed a leak at the location of the crack only. Nonconforming product was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the sample evaluation of a returned homechoice cassette, it was discovered that there was a crack at the side of the welded cassette which leaked during sample testing. The set had been returned for evaluation after the home patient (hp) observed a different issue (not involving a sterile fluid barrier) during setup/preparation prior to use. The hp replaced the cassette with a new product before continuing with the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.